Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during unit check out discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) is leaking helium. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) contacted the customer's biomed. Biomed discovered that the o-ring on the helium inlet port on the console was torn. Biomed replaced the o-ring which repaired the helium leak. No service visit is required at this time. H3 other text : customer performed on site repair.